Manufacturer narrative:
The latitude alert parameters were changed and a follow-up appointment was scheduled. At this time, no further information is available. This report will be updated once additional information becomes available.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device continued to exhibit an out of range high shock impedance measurement. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information through the latitude patient monitoring system that this device had recorded a high shock impedance measurement. No adverse patient effects were reported.